Manufacturer narrative:
Pump passed the displacement test, and self tests. No unexpected pump error 53 noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 53 on 07/21/2025 12:07:45.000, 07/21/2025 12:19:02.000, 07/21/2025 12:26:16 file ID = 632; line num = 5706, esf#: 4770899 due to software error. Pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, scratched case. In conclusion, no unexpected pump error 53 noted during testing. Pump error 53 alarm confirmed in the pump history due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 53 alarm (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was partially performed; the customer was able to clear the alarm and complete the insulin pump rewind no harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.